Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced to expand coverage range and address the issue.